Event description:
It was reported by service report that the clasp is broken on chest restraint. It is unk if there was pt involvement or if there are adverse consequences to report.

Manufacturer narrative:
Results: chest restraint clasp.